Event description:
It was reported that the surgeon attempted to insert an aa4203tl silicone plate toric lens and the lens got stuck while advancing in the cartridge. There was no patient contact.

Manufacturer narrative:
The prouct is not available for evaluation and testing.